Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a second valve was implanted valve-in-valve due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b5 - corrected to include information known at time of event g3 - corrected date MFR rec from 2024-09-03 to 2024-03-12 h6 - corrected annex a code from a26 to a051201 additional codes - corrected annex g code from g07001 to g04027. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the implant depth was at 4 millimeter (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). A post implant balloon dilatation was performed as standard practice for the implanting physician. During the post implant balloon dilatation, the balloon moved during deflation causing the valve to dislodge into the ascending aorta. A second valve was placed at a depth of 3 mm on the ncc and 4 mm on the lcc. No additional adverse patient effects were reported.